Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), rash ('rash/skin condition-rash') and hypersensitivity vasculitis ('autoimmune disorder-leukocytoclastic vasculitis') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included obesity, ovarian cyst and pelvic pain. Concomitant products included dapsone, ethinylestradiol;norethisterone acetate (loestrin), gabapentin and methocarbamol (robaxin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced rash (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced hypersensitivity vasculitis (seriousness criterion medically significant). The patient was treated with surgery (ablation in (B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, rash, vaginal haemorrhage and tooth disorder had resolved and the hypersensitivity vasculitis outcome was unknown. The reporter considered hypersensitivity vasculitis, menorrhagia, rash, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per ppf: insertion date of essure: (B)(6)2008 and previously reported (B)(6) 2007. Essure removed?- scheduled. Date(s) of removal: (B)(6) 2019(as per ppf). Hysterectomy (full),salpingectomy (bilateral). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events per pfs: abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), leukocytoclastic vasculitis and dental problems. Essure removal details, concurrent condition and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis allergic ('rash/skin condition') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dermatitis allergic (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (scheduled on (B)(6) 2019: hysterectomy (full), salpingectomy (bilateral)). At the time of the report, the dermatitis allergic and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and dermatitis allergic to be related to essure. The reporter commented: discrepancy noted as per ppf: insertion date of essure: (B)(6) 2008 and previously reported (B)(6) 2007. Essure removed?- scheduled. Date(s) of removal: (B)(6) 2019 (as per ppf). Hysterectomy (full), salpingectomy (bilateral). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: allergy: rash/skin condition and autoimmune disorder. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.